Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3777-45, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 3777-45, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3777-45, serial# (B)(4), implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient¿s implantable neurostimulator (ins) was being removed. It was noted, the lead would be capped for later use. Additional information received reported the leads were left and the ins was removed. Additional information received reported, the ins was not helping the patient¿s pain any longer. The reporter stated, there were no malfunctions they were aware of and impedances were within normal limits. The reporter further stated they had not seen the patient since the procedure.